Event description:
The patient called to report that when they exercise their heart rate immediately increases to 170 to 180 bpm (beats per minute). The patient stated that while exercising they are monitoring their heart rate with a heart rate monitor that includes a chest strap. The patient had previously called inquiring on the device settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).